Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out d10 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported malfunction occurred due to the attachment of the cover to the scope was insufficient. Subsequently, the cover was easy to come off the scope. However, the subject device was not returned and the root cause could not be identified. The event can be detected and/or prevented by following the instructions for use which state: "operation manual states the detection method at chapter 4 - 4.1. Operation manual states the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Related device identifier: (B)(6).

Event description:
It was reported, the distal cover was coughed-up by the patient after extubation. The customer did not identify a procedure. There were no reports of patient harm.